Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that their implantable neurostimulator (ins) was implanted on their side instead of the back. The patient stated that they sometimes can ¿feel it actually move and it¿s kind of scary because if feels it is going to flip over.¿ they also noted that sometimes they lays down it felt like it was ¿starting to go up and may flip over¿. The patient was waiting to be seen as a new patient at their healthcare professional¿s clinic. The indication for use for the implanted device was noted as non-malignant pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.